Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). (B)(4).

Event description:
It was reported that an unspecified sensor failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be low counts aberration. In addition, an early sensor expiration was found in connection to the reported allegation. The reported event of an unspecified sensor failure is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.